Manufacturer narrative:
The subject device was returned to omsc and it is currently being evaluated. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device became dark during unspecified procedure using this device, and a part of the distal end part of this device broke and dropped into the patient¿s body. After that, the user facility removed the damaged part from inside the body by the forceps. It is unknown whether the user facility completed the intended procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained because the subject device has been returned to olympus medical systems corp (omsc). For evaluation. As a result of carrying out the fracture surface analysis of this device in omsc evaluation, it was found that this phenomenon occurred due to brittle fracture. It seems that some impact was applied to the distal end of this device. The instruction manual of this device stated as follows that there is a risk of damage the device if the distal end of the device was hit or dropped. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.